Event description:
It was reported via phone call, that the customer was hospitalized on 05/12/2015. Customer's blood glucose levels at the time of hospitalization 400 mg/dl. The customer reported having symptoms of nausea, dizziness, and keytones. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated intravenous drip. It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time 143 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. Insulin pump passed functional test including prime, displacement, rewind, basic occlusion and excessive no delivery alarm tests. All buttons function properly. No button error alarms noted. However moisture damage was noted on keypad traces.